Manufacturer narrative:
Engineering evaluation: the device was returned to gore for investigation. The investigation showed the following: the included 16 fr dilator could be advanced through the sheath without issue. Removal of the tape found a small crack in the main body of the device near the sheath hub connection. The root cause for the inability to advance the gore® excluder® conformable aaa endoprosthesis with active control system (cxt) could not be determined because the event could not be confirmed. The procedure for event trending, analysis, and review, generates documented, timely, and systematic trending and analysis of product event information to ensure that each design in distribution is performing in the field as expected. This type of occurrence has not yet been identified through the trending process as requiring a CAPA. This type of occurrence will continue to be monitored through. H6: updated result code 1 to 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Updated conclusion code 1 to 4315.

Event description:
The following was reported to gore: the patient presented with an abdominal aortic aneurysm that was successfully treated with gore® excluder® aaa endoprostheses. It was stated that friction was felt during the advancement of a gore®excluder® conformable aaa endoprosthesis with active control system (cxt) through the used gore® dryseal flex sheath (dsf). Due to increased force used by the physician, it was reported that the distal part of the sheath (close to the valve) broke. It was possible to repair the sheath with some tape and stop it from leaking blood. The procedure was continued with successful implantation of the cxt.